Event description:
It was reported that the battery was depleted. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history review. Visual inspection observed that the device was in excellent condition. During start up, the reported problem was verified. The root cause of the reported issue was found to be the battery would not take a charge. Replaced battery, also interconnect board as a preventative measure. A corrective and preventative action has been opened to address the reported issue.